Event description:
A ventilator was returned to a third-party service center for preventative maintenance. There was no harm or injury reported. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at third-party service center, multiple critical errors were found in the ventilator's downloaded error log. The device's system board and oxygen blender module were replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported that a ventilator was returned to a third-party service center for preventative maintenance. There was no harm or injury reported. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at third-party service center, multiple critical errors were found in the ventilator's downloaded error log. The device's system board and oxygen blender module were replaced to address the issue. Corrections have been made to section h including the problem code grid, evaluation results grid and component grid to show that based on the components that were replaced, an electrical and mechanical issue was found and addressed.